Manufacturer narrative:
(B)(4).

Event description:
It was reported that the central catheter guide didn't slide into the needle and it curves at the output. So, there is a high risk that the guide wire could break inside the patient.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of difficulty inserting the guide wire through the needle was confirmed. One guide wire and several other components were returned. The introducer needle was not returned. The guide wire appears typical except for a kink located 1.5 cm from the j-tip weld. Microscopic examination confirmed that both welds appear full and spherical. A manual tug test confirmed that both welds remain intact and the wire feels typical. The guide wire graphic specifies a length of 454 +/-4 mm and an outside diameter of .610 /.635 mm. The guide wire length was confirmed to be consistent with the graphic. The outside diameter measured .616 mm, which met specification. The instructions booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.